Event description:
The customer reported that there was a large amount of gallstone in the gap under the forceps elevator. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The subject device was not returned to an olympus service center for evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.